Event description:
It was reported the rotatable clip fixing device's metal parts were discolored in a mottled, mold-like color during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
Additional information: e1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.